Event description:
It was reported that during a revision of total hip prosthesis corail revision, the impaction of the head biolox ceramic of revision (diameter 28 mm + 5 mm) was impossible to do in the polyethylene insert of the brand serf.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A. Was there any alleged deficiency to the reported device? If yes, please provide details. Problem of impaction of the biolox revision head lined in 28 mm : impossible to impact in the insert of the company serf. B. Can you please provide the surgeons name? Unk. C. Was there surgery delay? If yes, what is the duration of the delay? Yes, delay of 15 minutes due to the problem of impaction of the biolox revision head lined in 28 mm : impossible to impact in the insert of the company serf. The implant was not in contact with the patient since the problem happened on the sterile instrumentation table without patient contact. D. Was there any adverse consequences that affected the patient because of the reported event? No, a head crco has been choice to resolve the issue.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual examination of the returned device cannot confirm the allegation since mating device was not retuned for examination. No defects can be observed on the device which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : based on the information provided by depuy which is as follows: the femoral head is part of shop order (B)(6). Based on the number provided, the component at issue could be identified as ceramtec component. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. Additionally, ceramtec reviewed the dimensional protocols of the shop order (B)(6). The measurement results show that the dimensions were within the specified tolerance. Device history review : a manufacturing record evaluation was performed for the finished device (136528720/9870620) product and lot numbers, and no non-conformances were identified.